Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having urticaria (hives). There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 21, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing urpicaria and also alleged other thermal issue. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation during the investigation, the manufacturer observed a dark unknown contaminant on the front panel, rear panel, top enclosure, and bottom enclosure. An unknown contaminant was observed on the blower box. Liquid ingress was observed on the blower. A hair-like contaminant was observed in the blower box. Keratin-like contaminant was observed in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Unable to address the patient's symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.